Event description:
It was reported that the patient was seen in clinic for normal follow-up and the atrial lead exhibited noise, causing auto mode switch episodes. No intervention was reported and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.